Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). The blood leak occurred about halfway through hd treatment. The fa stated the blood leak was internal, and it was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being used during the treatment. Following the event, the treatment was paused and the patent¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it had been discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Two photos were provided for review. The first photo shows the label of a dialyzer from the reported lot number. The second photo shows the housing of a dialyzer (the label side) connected to a machine. There appears to be blood within the fibers, which is expected as the dialyzer had been used in treatment. There is no conclusive indication of an internal leak shown in the provided photos. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) and a non-conformance (nc) reported on the lot. They were all unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). The blood leak occurred about halfway through hd treatment. The fa stated the blood leak was internal, and it was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being used during the treatment. Following the event, the treatment was paused and the patent¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it had been discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.